Event description:
While performing a robot assisted laparoscopic cholecystectomy, the trocar malfunctioned. During the procedure, insufflation of the abdomen was lost. Staff discovered the plastic hasson trocar had broken. The trocar was replaced and insufflation of the abdomen was obtained.